Event description:
The customer reported shivering and sweating with a result of 173 mg/dl obtained on the mobile system. An ambulance was called, and the customer tested 32 mg/dl and was admitted to the hospital (timeframe between the results is not known). The customer received IV glucose and was admitted to the hospital for 2 days. The customer's condition has improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.